Manufacturer narrative:
The complaint investigation has been completed and attached to this report.

Event description:
It was reported that during the tcar procedure, the physician lost access to the artery due to a dissection that was noted while advancing the 0.014" enroute guidewire. The physician removed the enroute nps sheath and closed the artery with a pre-close stitch. The physician also reattempted to access with the micropuncture kit unsuccessfully. The physician elected to convert the procedure to cea to resolve.

Manufacturer narrative:
The complaint investigation underway and will be attached to this report.

Event description:
It was reported that during the tcar procedure, the physician lost access to the artery due to a dissection that was noted while advancing the 0.014" enroute guidewire. The physician removed the enroute nps sheath and closed the artery with a pre-close stitch. The physician also reattempted to access with the micropuncture kit unsuccessfully. The physician elected to convert the procedure to cea to resolve.